Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ileostomy, the surgeon able to press the green button and could squeeze the handle, but the stapler did not fire. The surgeon mounted and dismounted the reload three times, but the same issue occurred. Another reload was used to complete the case. There was no patient injury.